Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.027.051s, lot: 1l66958, manufacturing site: bettlach, release to warehouse date: 03.october 2018, expiry date: 01.september 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown date in 2019. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for intertrochanteric femoral fracture with the pfnaii blade in question. The patient has medical disease and the general condition was bad. After the surgery, the patient was under load limit to the sitting position. One week after the surgery, the hospital confirmed that the femoral head rotate slightly. 2 weeks after the surgery, the hospital confirmed that the blade had backed out slightly, and the alignment was obviously bad compared to the x-rays just after the surgery. 3 weeks after the surgery, the hospital confirmed that the blade had backed out more, but the surgery was not performed because the general condition was bad. 6 weeks after the surgery, the patient underwent the removal of only the blade surgery. The patient didn¿t achieve bone union. Reoperation will be performed when the general condition is good. The surgeon commented that the quality of the bone might be bad, but he suspected the blade as the cause of the back-out. No further information is available. Concomitant device reported: unknown pfna nail (part # unknown, lot # unknown, quantity 1); unknown locking screw (part # unknown, lot # unknown, quantity unknown); this report is for one (1) pfna-ii blade l80 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.